Event description:
It was reported that a 95% calcified stenosis, 30mm in length was identified as the target lesion in the left proximal coronary artery. A 5.0mm emosheild was deplyoyed without pre-dilatation, followed by pre-stent dilation with 4.0x30mm balloon. Deployment of one tapered 10-8x40mm followed by post -dilation with a 5.0x20mm balloon resulted in a 10% residual stenosis. The procedure was complicated by a brief period of asystole that resolved without incident. Post-porcedurally the patient complained of generalized weakness, but the modified rankin and nih scores remained unchanged and no relevant neurological symptoms were identified. The patient was discharged home on the following day on asa and clopidogrel. It was reported that "shortly after discharge, the patient noted altitudinal visual loss over the superior hemifield of the o.s. Opthalmology consultation obtained in 12/12/20005 revealed no arteric anterior ischemic optic neuropathy in the os most likely resulting from an embolic event. A neurological consultation obtained in 12/2005 revealed persisting symptoms without resolution and unchanged modified ranking and nih scores. The investigator evaluated the patient again on 01/2006 and found the pateint's syptoms unchanged."